Manufacturer narrative:
The reported event of a loss of ble was unable to be confirmed. The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in a non-clinical environment with loss of bluetooth low energy telemetry noted on the patient¿s implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.